Event description:
It was reported that the pump ran out of medication once about 3 years ago. The patient felt that the reason was that her managing physician ¿wasn¿t looking at my files¿. The patient found a new pump managing physician. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, lot# l73608, implanted: (B)(6) 2000, product type: catheter. (B)(4).